Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 6.9 mmol/l and 2.8 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.